Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received inside a carrier tube (hoop). There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the markerband. The balloon presented no irregularities in the balloon material that could have contributed to the damage. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the left anterior tibial artery. A 1.5 x 20 mm coyote balloon was advanced for treatment and ruptured on the 1st inflation at 6 atms . The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The procedure treated the 99% stenosed target lesion located in the left anterior tibial artery. A 1.5x20mm coyote balloon was advanced for treatment and ruptured on the 1st inflation at 6 atms . The procedure was completed with a different device. No patient complications were reported and the patient status is stable.